Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users performance with the device is affected. Reportedly the decrease in hearing with the device was gradual and started around (B)(6) 2020. Recipient was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The user is indicative of high impedance on multiple channels. Reportedly the decrease in hearing with the device was gradual and started around april 2020.